Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a staff infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotic cream for the skin irritation, but stated that it is not a staff infection. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.